Event description:
It was reported that during the shoulder arthroscopy, the chamber of the inflow tubing began to fill with water, leading to a massive increase in pressure. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update 01-jun-2026 - further information was received: the patient's shoulder did not swell. The shoulder setting was used for the pump, and the pressure was on 50mmhg. No, a clamp/pressure test was not performed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.